Manufacturer narrative:
The insulin pump had three unresponsive buttons due to unlocked keypad connectors. The unit was unable to undergo the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to the unresponsive buttons. The following cosmetic damage was also noted: cracked lcd window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up and down arrow keys are unresponsive, which hindered the customer's ability to access the rewind screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.